Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead became extrinsically fractured due to over-rotation. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the initial placement of the lead resulted in poor p-waves. Upon attempt to reposition the lead, the surgeon was unable to insert the stylet into the lead. The lead was removed, and a new lead was implanted. No patient complications have been reported as a result of this event.